Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated with different programmers and dashes (---) were noted for parameters. After explant, interroga- tion revealed a message that the device was either in back-up mode or having recurring telemetry errors.